Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed post sensed t-wave oversensing on the implantable cardiac monitor. No changes or intervention was performed. The patient condition was stable before, during, and afterwards.